Event description:
The patient's system was explanted due to infection.

Manufacturer narrative:
The explanted equipment was discarded by the medical facility, and will not be returned for evaluation.